Manufacturer narrative:
Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Customer failed to properly cycle cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using cold, fiasp insulin with the pump and not cycling the cartridge. Tandem customer technical support informed customer that fiasp insulin is off-label and that insulin should be at room temperature before filling a cartridge per user guide. Customer changed cartridge and infusion set to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump.